Manufacturer narrative:
Bd was not able to confirm the defect or associate the incidence with the manufacturing process since no picture or sample was provided to evaluate the reported failure. According with the DHR review no extraordinary event happened during the manufacturing of this material and there are no internal rejects related to the reported issue by the customer. According to the sampling plan applied for the product made, this lot was accepted. Internal quality records have been consulted for tracking and trending purposes but issues like this are not frequent which means low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. H3 other text : see narrative below.

Event description:
It was reported that bd catheter IV passive safety non-winged closed system blue 22gax25mm nexiva diffusics needle went through the catheter. The following information was provided by the initial reporter; it was reported by the customer that 22g IV diffusics. They tried to start an IV and the needle went through the plastic catheter into the pts arm. When sliding the needle, it came through the plastic catheter instead of out the end. Verbatim: level of harm: no apparent harm - reached patient/person, inconvenient ahs optional report to cmdsnet (health canada): incident details: 22g IV diffusics. I tried to start an IV and the needle went through the plastic catheter into the pts arm. When sliding the needle, it came through the plastic catheter instead of out the end. Impact of incident: pt was fine. Started another IV in other arm . Who was affected? Patient, device information, device name/description: catheter IV passive safety non-winged closed system blue 22gax25mm nexiva diffusics. Manufacturer: becton dickinson canada inc manufacturer code/model: 383591 (B)(6) device expiry date (yyyy-mm-dd): unknown supplier: (B)(4). Supplier catalogue number: (B)(4). Was the device retained? No investigation request expected type of investigation: lot review clinical contact information manager (cc on final report): (B)(6).

Event description:
No new information available material#: 383591 batch#: 3124262 it was reported by the customer that 22g IV diffusics. They tried to start an IV and the needle went through the plastic catheter into the pts arm. When sliding the needle, it came through the plastic catheter instead of out the end. Verbatim: rcc received a complaint via email. Email(s) attached. Note: case is manually created since the manual entry needed based on the daily intake report 12oct2023 (error tracking tab) (email was forwarded to aei on 12oct2023 but aei failed to create the case) incident or problem information ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6)2023 site name/location: richmond road diagnostic & treatment centre level of harm: no apparent harm - reached patient/person, inconvenient ahs optional report to cmdsnet (health canada): incident details: 22g IV diffusics. I tried to start an IV and the needle went through the plastic catheter into the pts arm. When sliding the needle, it came through the plastic catheter instead of out the end. Impact of incident: pt was fine. Started another IV in other arm who was affected? Patient device information device name/description: catheter IV passive safety non-winged closed system blue 22gax25mm nexiva diffusics manufacturer: becton dickinson canada inc manufacturer code/model: 383591 serial or lot number: (B)(6) device expiry date (yyyy-mm-dd): unknown supplier: the stevens company ltd supplier catalogue number: 333-383591 was the device retained? No investigation request expected type of investigation: lot review clinical contact information manager (B)(6).

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383591 and lot number 3124262. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below